Event description:
The resident was being transferred from a "gerry" chair to a shower chair using the maxisky 600 with flat 4 point hanger bar and the maa4100-l. One staff member was on each side of the chair in front and they attached the sling. They had raised up the sling, so that the gerry chair could be moved back and the shower chair moved into place. After the gerry chair had been moved back the clip on the right leg let go suddenly and the resident slipped out of the sling, hitting their head on the floor while their left leg remained in the sling. Resident suffered lacerations to the back of their head.

Manufacturer narrative:
Additional info will be provided upon the conclusion of manufacturer's investigation.